Manufacturer narrative:
Follow-up #1: date of submission 02/23/2016. Product analysis: the device was returned and evaluated by product analysis on 02/08/2016 with the following findings: the total daily dose history was appropriate for the user programmed delivery settings. Data relevant to the complaint was overwritten due to extended continued pump use. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the patient's blood glucose on an unknown date was 660 mg/dl strong fruity breath, abdominal pain, blurred vision, extreme thirst, excess urination, nausea, symptoms of dehydration, and confusion. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. It was reported the pump's time and date setting reset to default when the battery was removed for less than 24 hours. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.